Event description:
A home pt's family member contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Per the initial report, the home pt's family member connected the home pt to the setup after already initiating therapy. Baxter's technical service center assisted the home pt's family member in ending therapy early. No pt injury or medical intervention was associated with this incident per the home pt.